Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user unable to issue medication. A technical support specialist confirmed that the customer called stating they were unable to issue medication because a drawer would not open, then had the customer log out completely and log back in, after which the customer was able to issue medication successfully. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user was unable to issue medication because the drawer would not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.